Event description:
The meter was not reading correctly. She stated is was giving readings such as 7.6 and 9.7. The readings in the customer's log book and meter memory were in mmol/l. The contact was able to reset the meter to mg/dl with assistance. The contact did to allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.